Event description:
A report was received that the patient was experiencing pain at the pocket site. The pain was caused by tightening the charging belt too tight in order to obtain a connection between the charger and ipg. The physician confirmed via x-ray that the patient's ipg had moved slightly. The patient underwent a pocket revision procedure and is doing well.